Event description:
It was reported that the speakers on the mobi pump were not as audible. There was no reported impact to the customer¿s blood glucose level. No further actions were taken at the moment as the main concern was about another complaint documented in a different case.